Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the frame was bent, fork was damaged and the wheel/caster had a missing component which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The dealer stated that the front left caster has came out of the frame.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the front left caster has came out of the frame.